Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. The evaluation confirmed that gas delivery accuracy, monitoring performance, and all other functional checks were within specification. A review of device design and expected performance confirmed that a brief decrease in the delivered nitric oxide concentration can occur during normal cylinder switchover. During this process, the device's internal manifold transitions supply from the in-use cylinder to the backup cylinder. This transition may result in a transient drop in monitored concentration before stabilizing at the target dose. This behavior is consistent with instructions for use and training materials provided to end users. Based on the available information and the device evaluation results, no device fault or manufacturing defect was identified as contributing to the reported event. Review of the incident report also indicates the device was used off-label (adult patient), not consistent with the approved indications for the noxboxi device and noxivent <nitric oxide>. A review of complaint data for this type of event indicated that the occurrence rate remains within established control limits.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to an adult patient using the (d4) device, an unexpected drop in delivered ino concentration occurred during a cylinder switchover. According to the hospital's report, the monitored no level decreased from the target setting of 40 ppm to approximately 5 ppm during the switchover. The user disconnected and reconnected the supply hose and placed the patient on 100% oxygen, after which the delivered ino returned to 40 ppm. A transient drop in the patient's oxygen saturation was observed during the event; however, the patient recovered to baseline levels within approximately 3 minutes. No lasting adverse effects were reported. Ventilator mode and settings: hamilton c6; specific ventilator settings were not provided.